Event description:
Procedure: gastrectomy. According to the reporter: soon after operation was started, the surgeon felt the device would not cut the tissue smoothly, and therefore used another device to not damage the tissue. A new device could be used with no problem.

Manufacturer narrative:
(B)(4)